Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product #: 9735999r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system is booting into grub menu after a hard shut down. When the manufacturing representative was doing the hard shut down, the system became unresponsive while archiving logs and switched to a black screen with error messages on it. The site experienced the system being stuck on a blinking cursor. The manufacturing representative confirmed that the system turns on after being plugged into the wall without the power button being pressed and there was a technical services (ts) recommended restarting the system through advanced options and selecting ignore did not resolve the issue. The system booted back to a black screen and fix "f" function resolved the issue. It was later noted that the room the navigation system was in had slight indications of a thermal event via odor present. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: updated with lot number. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the computer resolved the issue. The system then passed the system checkout and was found to be fully functional. Analysis on the returned computer had no failure found when analyzed. Analysis states that no issues were detected. Other relevant device(s) are: serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.